Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. The gas module has not been received for investigation. Evaluation of the received device logs confirms the reported event with failure in the flow transducer test during pre-use test. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods have been received, the cause has not been established in this investigation.

Event description:
Manufacturer ref. #: 252095.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).